Manufacturer narrative:
Manufacturer reference number: (B)(4). This event was originally reported on a quarterly summary report and is being resubmitted per FDA request. Post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure there were no visual or functional abnormalities observed during product analysis. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. A review of the current complaint data reveals no trend for a device related failure for this condition. Based on the evidence available the reported condition was not confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: occurred during a laparoscopic hernia repair. While tacking the mesh, the device did not fire. Another device was used to complete the procedure. No patient injury or extension in surgical time. Patient status is alive, no injury.